Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). Visual and dimensional testing were performed on the returned device. The reported difficulty removing the protective sheath could not be tested as the protective sheath was not returned. The reported failure to inflate and failure to deploy could not be tested due to the condition of the returned device. The reported resistance with the vessel during removal could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported difficulty removing the protective sheath; however the reported failure to inflate, failure to deploy and resistance with the vessel during removal appear to be related to the circumstances of the procedure. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: runthrough floppy; guide cath: cordis jr 6f; other: abbott implants (3.5 x 12 mm, 2.5 x 28 mm, 3.0 x 18 mm). Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that after deploying a 3.5 x 12 mm implant in a left circumflex lesion, a 2.5 x 28 mm implant in a left anterior descending lesion, and a 3.0 x 18 mm implant in a mid-right coronary artery (rca) lesion, a 3.5 x 18 mm implant was to be deployed in a proximal rca lesion. During removal of the yellow outer sheath from this implant, some resistance was felt; different than the previous 3 devices. The delivery catheter was advanced to the lesion, but the balloon would not inflate and the patient's heart rate suddenly decreased. An attempt was made to remove the delivery catheter when the patient's heartbeat returned to normal, but resistance was met with the anatomy and the delivery catheter could not be removed. Subsequently, the guide wire, the guiding catheter and the delivery catheter with the undeployed implant were removed from the anatomy as a single unit. A 3.5 x 23 mm implant was deployed in the proximal rca lesion to successfully complete the case. There was no reported clinically significant delay in procedure and no adverse patient sequela. No additional information was provided.